Event description:
It was reported that the unit is having ec111 errors as well as issues with the unit freezing to the point they have to pull the battery to get it to power off. Error code 111 occurred when turning on the machine. This happened more than 3 times. It was resolved when re-booting machine. Machine froze after procedure and the only way to un-freeze was to remove battery and re-place battery.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is giving ec111/freezing after procedure was unconfirmed. The sr9 was powered on and never powered off for 12 hours, in addition a phantom image was frozen on the display and saved without any freezing issues. There is no root cause as the issue could not be reproduced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the unit is having ec111 errors as well as issues with the unit freezing to the point they have to pull the battery to get it to power off. Error code 111 occurred when turning on the machine. This happened more than 3 times. It was resolved when re-booting machine. Machine froze after procedure and the only way to un-freeze was to remove battery and re-place battery.